Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, the impedance trend on the atrial pacing lead was rising, and the atrial pacing capture threshold was elevated.

Event description:
It was reported that the patients right atrial (ra) lead exhibited high thresholds, loss of capture, and high impedance. The physician thinks there may be a lead pin/device header connection issue. The ra lead was programmed "off" and the implantable cardioverter defibrillator (ICD) was reprogrammed to a single chamber mode. The device and ra lead currently remain implanted and the physician will address the lead issue at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.